Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl. The pt bolused through the infusion device and injected insulin via pen to lower blood glucose levels. The pt's normal blood glucose level is 120 mg/dl. The pt does not believe the infusion device works properly. The pt switched to the backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.